Event description:
Reporter alleged discrepant blood glucose results of 408 mg/dl back to back with a result of 178 mg/dl when testing was performed <5 mins apart on the advantage system. Customer stated he was not experiencing any hyperglycemic during the time of the testing. No actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.